Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter. The devices were returned but analysis was not performed as the event involved a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources including patient and a healthcare provider (hcp) via a manufacturer's representative (rep) regarding the patient receiving fentanyl (2000mcg/ml concentration, 1480.7mcg/day dosage), bupivacaine (20mg/ml concentration, 14.81mg/day dosage), and hydromorphone (6.5mg/ml concentration, 4.81mg/day dosage) via an implantable infusion pump. It was reported that the patient had a previous staph infection unrelated to the pump in bilateral hips. The patient was seeing wound care and they noticed the pump started to erode through the skin. The hcp understands no issues with the implanted devices. The hcp did not want to swab for cultures. The pump was replaced and a new system sterilant was placed. The issue was resolved at the time of the report.